Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, g3, g6, h2, h3, h6 the device was returned to olympus for inspection, and the system is not turning on reported failure was confirmed. The sparking from the camera control unit was not confirmed. Based on the results of the investigation, it is likely the following led to the malfunction: power supply unit malfunction. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the subject device had sparking from the camera control unit and the system was not turning on, during the set-up/inspection. There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.